Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The patient received a total knee arthroplasty as opposed to the indicated and planned partial knee arthroplasty.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Reported event: the cpci motion control assembly 3.0 rohs with reported event of "connection refused." Method and results: device evaluation and results: per gsp 138711: "the hard drive in the cpci box failed. I replaced the hard drive and did a complete reload and calibration of the system. The hard drive was removed from cpci box (B)(4). It was replaced by the non functioning hard drive from the robot. The cpci box is returning on RMA (B)(4). The ee constants were reloaded on the robot. All testing and calibration screen shots are attached. The robot is ready for clinical use." Device history review: a review of the DHR associated with (B)(4) found quality inspection procedures successfully passed. Complaint history review: based on the device identification, the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding the cpci motion control assembly being unable to connect to robot. There have been no other events for the referenced serial number, (B)(4) and no lot number was provided. Conclusions: per gsp 138711: "the hard drive in the cpci box failed. I replaced the hard drive and did a complete reload and calibration of the system. The hard drive was removed from cpci box (B)(4). It was replaced by the non functioning hard drive from the robot. The cpci box is returning on RMA (B)(4). The ee constants were reloaded on the robot. All testing and calibration screen shots are attached. The robot is ready for clinical use." Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time

Event description:
The patient received a total knee arthroplasty as opposed to the indicated and planned partial knee arthroplasty.